Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer stated that the battery life diminished. Insulin cap was break pieces of plastic. Display had rainbow effect and hard to read. Rewind process was making unusual noise. Insulin pump had to rewind more than once per reservoir change. Insulin pump was rewinding slower than it had in the past. Insulin pump had unspecified error, motor error and button error. Insulin pump was lost setting. Insulin pump was locked up and became unresponsive. No harm requiring medical intervention was reported. The device will not be returned for analysis.